Event description:
Cacl running on right groin line extravasation. This is the second infiltration that occurred on this patient. This caused all medications running through this line to be stopped. Lost pulses on the right dp (distal pulse). Had to stop crrt treatment. It caused third degree burn requiring plastic surgery debridment and grafting. All medication were then initiated to the ECMO circuit including the crrt treatments and cacl administration.======================manufacturer response for catheter, tray, catheter central 3 lumen antibiotic 5fr x 8cm (per site reporter).======================no feedback yet.